Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. There was a visual observation with the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. There is contrast on the outer shaft located at the distal end of the stability member. There was no anomalies observed while performing flushing test. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) using a delivery system a perforation occurred during the use of contrast. It was also reported that the patient also experienced tamponade and pericardial effusion, and a pseudoaneurysm was created during the injection of contrast (jet injury). A pericardiocentesis as performed and soon after the patient was moved to the operating room for open heart surgery. The leadless ipg was not used. No further patient complications have been reported as a result of this event.